Event description:
The infusion pump was received in the hospital biomedical department with a note that stated total parental nutrition lipids infusion via triple IV pump. Lipids to run 8 am - 8 pm at aproximately 0130 lipid bottle found to be empty. Settings on pump - 25 cc volume remaining 325 cc. All IV connections intact nursing supervisor made aware and confirmed settings. No additional clinical information was able to be received. No patient injury was reported.